Event description:
It was reported that once suction has started, the green light turns on even though the device is not vacuuming. At the beginning, the pump worked fine for short time and then it stopped performing vacuum. The dressing does not show the rigidity typical of when the vacuum occurs. There was a backup available to continue with the therapy with no delays. No patient harm reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. Potential root causes include, product failure, or pump has detected a leak. A review of the associated batch manufacturing records could not be carried out as no batch/lot number was provided. However, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.